Event description:
The manufacturer received information alleging a ventilator would not power on. There was no patient harm or injury reported.

Manufacturer narrative:
The device was evaluated at a third party service center. During the evaluation the customer's complaint was confirmed. The device's power supply was replaced to address this issue.